Manufacturer narrative:
Continuation of medical devices: 4068-58 lead implanted (B)(6) 2003.

Event description:
It was reported that the right atrial (ra) lead exhibited noise on high rate episodes. The lead remains in use. No patient complications have been reported as a result of this event.